Manufacturer narrative:
H11: section a: through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, "when the head nurse used mst to place the catheter for the patient, she found that there was a burr at the front end of the tearable sheath, and she was worried about causing vascular damage to the patient." No other information was provided. It was reported this occurred with four devices. This report addresses the third device.